Event description:
From staff: dilatation balloon was prepped and introduced into the scope and into the common bile duct, upon attempting to inflate the device it would not hold pressure at the lowest atmosphere setting. The device was removed from the patient and scope and was attempted to inflate while on the back table it was noted that there was a pin hole at the back of the balloon. The device was removed from the field, and another was used with success. Device in question was kept and given to the charge person.